Event description:
Additional information received via email 17-nov-2021: month of event updated, no patient involvement, and was found during preventive maintenance (pm).

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition but air detector door assembly missing. The technician filled water into reservoir tank, install temperature check, install f-30 gas vent filter onto air detector, which attached to filter holder interlock switch. Powered on device and over temperature alarmed. Removed back panel for further investigations. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported issue. The root cause of the reported issue was found to be a crack in the return tube which had leaked water, and damaged multiple internal. Replaced crack return tube and main printed circuit board (pcb). A corrective and preventative action has been opened to address the reported issue and a supplier corrective action request.

Event description:
It was reported the device alarmed after power on. No adverse effects reported.